Event description:
It was reported to covidien on 2/3/2010 that a customer had an issue with a peritoneal dialysis catheter. The catheter was used on the pt for continuous ambulatory peritoneal dialysis on (B)(6)2009. The pt returned to the hospital on (B)(6)2010 for a problem with drainage. After filming the pt's stomach, the doctor found the catheter was divided into two pieces inside the peritoneum. Pt was hospitalized and on 1/29/10 had another surgery to remove broken catheter and insert a new one.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.